Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that prior to the insertion of the intra-aortic balloon (iab) the customer noted that there was "air" in two iabs and that the iabs would not hold negative pressure and looked partially inflated prior to insertion. The customer stated they removed the protective t handle prior to pulling the negative pressure on both iabs. On a third iab the t handle was left in place and the insertion went as expected and therapy was initiated in the operating room. This submission is for the second iab used.

Event description:
It was reported that prior to the insertion of the intra-aortic balloon (iab) the customer noted that there was "air" in two iabs and that the iabs would not hold negative pressure and looked partially inflated prior to insertion. The customer stated they removed the protective t handle prior to pulling the negative pressure on both iabs. On a third iab the t handle was left in place and the insertion went as expected and therapy was initiated in the operating room. This submission is for the second iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4). Record ID (B)(4).